Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and ejected the remaining clips due to the jaw condition, as it would not allow the jaws to collapse in order to form the clips. Finally, the device locked out as intended. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips cannot be well-applied on tissue, it was kind of loose. Unknown how case was completed. There were no adverse consequences for the patient.